Manufacturer narrative:
Manufactures investigation conclusion: the system controller was returned for evaluation and functionally tested using the laboratory equipment and an early stage of conductor breakdown in both power cables was confirmed. The data log file was successfully retrieved and contained events recorded from the time stamp of day 1667, 2 hours and 2 minutes to day 1667, 19 hours and 1 minute where low battery advisory alarms while connected to 14v batteries were captured. The system maintained the desired set speed with no interruptions. The early stage of conductor breakdown confirmed during the evaluation did not affect the controller¿s ability to operate a test pump; however, the conductor breakdown has the potential to result in the low battery advisory alarms captured in the log file. The root cause of the inner conductor breakdown appeared to be related to wear and tear due to repetitive lead flexing during cable use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a routine heart transplant at (B)(6) university on (B)(6) 2018. The investigation of the returned system controller serial number (B)(4), revealed an early stage of conductor breakdown in both power cables.